Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument is not processed by the sterile department because dark discoloration can be seen between the bowden cables. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and found to have discoloration on both the blades. The discoloration was located between the distal clevis and blades. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage during use or reprocessing. Improper cleaning or sterilization techniques used in reprocessing can cause discoloration.

Event description:
Refer to h11 for follow-up information.